Event description:
A #6dct shiley lot# 0406000174 expiration date 6/2000. Next day pt found to have a broken tip of the tracheostomy tube without proper connection to the the ventilator setting. Dr changed to a #7 shiley. Pt stable condition. One touches monitored q 6/hours. Pt's fever returned to normal limits.